Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified for the adhesive tissue found in the forceps channel, the adhesive tissue in the auxiliary water inlet, or the foreign object in the air and water channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, adhesive tissue was found and removed from the forceps channel, and adhesive tissue was also found and removed from the auxiliary water inlet of the subject device. In addition, a foreign object was found in the air and water channel. There was no patient involvement.